Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. This device was previously reported in a summary report related to a still in use retrospective review. The device is part of the advisory for this model. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and that visual analysis only was performed.

Manufacturer narrative:
Additional information received indicated the cause of death was renal failure, cancer and sepsis. Patient had been on a step-down unit and was extremely sick after receiving chemotherapy and being septic with open wounds. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. This device was previously reported in a summary report related to a still in use retrospective review. The device is part of the advisory for this model. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. This device was previously reported in a summary report related to a still in use retrospective review. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
An implantable cardiac defibrillator and tachy lead was returned to the manufacturer with no information following the patient's death. The cause of death has been requested, but not received.